Event description:
The procedure was a diagnostic angiogram performed on a pt with a congenital heart defect. Resistance was felt when inserting the amplatz guidewire into the guide catheter, so the guidewire was withdrawn from the pt. An irregularity was noted on the distal end of the amplatz guidewire. Another guidewire was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.

Event description:
It was reported that during an unspecified treatment procedure, difficulty was encountered with the amplatz super stiff guidewire. A rough spot on the wire prevented the catheter from advancing over the wire. Additional clinical information regarding this complaint has been requested.